Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
As a result of a mailing to the patient, the package was returned via (B)(4) stating that the patient was deceased. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.